Event description:
It was reported that during a normal device changeout procedure the right ventricular (rv) lead and right atrial (ra) lead became stuck in the device header and it was not possible to remove the lead despite multiple attempt. The physician had to damage the device header to free the leads however although the rv and ra leads were freed from the header fragments of the setscrew remain stuck in the lead pin. The leads were surgically abandoned and the patient was sent for a lead extraction. No adverse patient effects were reported.

Event description:
It was reported that during a normal device changeout procedure the right ventricular (rv) lead and right atrial (ra) lead became stuck in the device header and it was not possible to remove the lead despite multiple attempt. The physician had to damage the device header to free the leads however although the rv and ra leads were freed from the header fragments of the setscrew remain stuck in the lead pin. The leads were surgically abandoned and the patient was sent for a lead extraction. Additional information noted that a revision took place. This rv lead had remnants of setscrew in the pin and the pin was bent slightly when trying to remove the lead from the device header. The lead was successfully extracted. No additional adverse patient effects were reported.

Event description:
It was reported that during a normal device changeout procedure the right ventricular (rv) lead and right atrial (ra) lead became stuck in the device header and it was not possible to remove the lead despite multiple attempt. The physician had to damage the device header to free the leads however although the rv and ra leads were freed from the header fragments of the setscrew remain stuck in the lead pin. The leads were surgically abandoned and the patient was sent for a lead extraction. Additional information noted that a revision took place. This rv lead had remnants of setscrew in the pin and the pin was bent slightly when trying to remove the lead from the device header. The lead was successfully cut and removed. The lead will not be returned as it was disposed. No additional adverse patient effects were reported.